Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: reporting this lot number of k2 tubes we received this week. They are not filling to our normal full standards creating the need for a second tube for nearly each draw.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-01-18. H6: investigation summary: bd received 10 samples and 2 photos for investigation. The photos were reviewed and the indicated failure mode for underfill was not observed. Photos show a tube containing blood, the fill line cannot be seen in the photo. Additionally, the customer samples along with 10 retention samples from bd inventory, were evaluated by draw testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint was unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: reporting this lot number of k2 tubes we received this week. They are not filling to our normal full standards creating the need for a second tube for nearly each draw.